Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system with this right ventricular (rv) lead exhibited an out of range shock lead impedance (sli) with measurements greater than 200 ohms. Technical services (ts) noted that all other daily measurements were within normal limits, with no evidence of lead noise or non sustained ventricular tachycardia events. Ts recommended having the patient send a patient initiated interrogation (pii) and advised that if the measurement returned to normal, monitoring could continue, and if not, the clinic should contact ts. Later. It was confirmed the pii was completed and that the sli measurement had normalized. The clinic was informed that the patient would still need to be seen in person because the alert tone for the out of range sli remained active. It was noted that the patient had heard the beeping and was scheduled to come in, as the patient would be traveling internationally for an extended period. Ts also discussed that if the patient had reliable cellular service and an available adapter, the communicator could be used during travel to continue sending transmissions. This ICD remains in service, and no adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.